Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy problem. The actual residual volume was greater than the expected residual volume. The specific values for volumes were not provided. The patient experienced a change in therapy effect. Per the caller, the patient has not reached efficacy since the pump replacement last month. The patient does not feel they are receiving the boluses from their personal therapy manager. The drug in the pump was fentanyl. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model#8709 lot#j11306r12 implanted: (B)(6) 2002 explanted: unk; personal therapy manager model#8835 serial#(B)(4).

Event description:
It was reported the patient did not get adequate pain control. The hcp attempted to aspirate the catheter and could not. Upon pump refill, there was a discrepancy of more than "+25%". The plan was for the patient to have a catheter replacement.